Event description:
The manufacturer became aware of allegations, that a dreamstation bipap st30 was returned to a third-party service center. The technician confirmed no evidence of foam particles during the device evaluation. There were technical findings like corrosion in device, connector oxide, modem flipdoor. There was no report of patient harm or injury. The suspected device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Manufacturer narrative:
The manufacturer became aware previously of allegations, that a dreamstation bipap st30 was returned to a third-party service center. The technician confirmed no evidence of foam particles during the device evaluation. There were technical findings like corrosion in device, connector oxide, modem flipdoor. There was no report of patient harm or injury. The suspected device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.